Manufacturer narrative:
This report is filed on june 25, 2019.

Manufacturer narrative:
This report is submitted on may 31, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2019 because of the presence of a cholesteatoma (amongst purulence & debris) filling the entire mastoid cavity. The patient was not re-implanted at the same surgery and it is unknown if there are plans to do so as of the time of this report on 31 may, 2019.